Event description:
The complainant reported a beeping noise coming from the machine and did not receive any night time feeding. There was no report of serious injury or illness associated with this complaint. No additional patient information was provided.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source. In this case the reporter did not provide the required information.